Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device. Other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1000 mcg/ml of gablofen at 111 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient was not receiving adequate therapy beginning 4 to 6 weeks after the pump implant even after the dose had been increased to 200 mcg/day. A dye study was performed and the catheter could not be aspirated from the catheter access port. A catheter revision was performed, during which it was determined that the catheter had been kinked. Following the surgery, on (B)(6) 2017, it was determined that there was a wound and it was draining out what was believed to be csf. The patient was admitted to the hospital where they were able to suture the wound. However, the hcp reported that the patient began running a fever on (B)(6) 2017 and another catheter dye study was performed. The hcp reported that the catheter dye study came back perfectly. Csf flow was confirmed and considered very clean. Additional information was received on (B)(6) 2017 from the hcp. It was reported that the patient's wound was opened up the previous week and there was csf leaking. The hcp reported that "bacteria" were discovered in the wound. No further complications were reported.